Manufacturer narrative:
(B)(4). Mw5060953.

Event description:
Patient contacted dexcom on 04/19/2016 to report that on (B)(6) 2016, the patient's device was not working. No additional patient or event information is available.